Event description:
It was reported that the patient passed away by their neurologist. The cause of death was reported as "possibly sudep" by the patient's neurologist. The suspect product has not been received to date. No further relevant information has been received to date.